Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there was liquid foreign matter inside the barrel with a bd syringe 0.5ml 30ga 8mm. This occurred on 7 occasions prior to use. The following information was provided by the initial reporter: it was reported that the customer noticed what she described as "water" inside barrel of syringes. Stated, it was a few drops on needle tip when she pushed on plunger rod. The syringes were not used for injection.

Manufacturer narrative:
H.6 investigation: no samples (including photos) were returned as of 21 january 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform a DHR review due to an unknown lot number. Bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned.

Event description:
It was reported that there was liquid foreign matter inside the barrel with a bd syringe 0.5ml 30ga 8mm. This occurred on 7 occasions prior to use. The following information was provided by the initial reporter: it was reported that the customer noticed what she described as "water" inside barrel of syringes. Stated, it was a few drops on needle tip when she pushed on plunger rod. The syringes were not used for injection.